Event description:
It was reported that during a check of the device, it was seen that 5 of the electrode channels had hi status. The performance of the pt is falling behind the average results at the clinic for a pt of his age and implant experience.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.